Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the electrodes. Patient described breaking out in hives. There were no allegations of any bleeding, oozing or weeping wounds. Patient reports being allergic to metals. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician told her to apply 1% hydrocortisone cream. Follow up indicated that the cream is helping with the skin irritation.